Event description:
It was reported that the insulin pump alarmed motor error multiple times. Troubleshooting was performed, and no damage to the drive support disk was noted. The insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with motor error alarms during the basic occlusion and prime tests due to a faulty force sensor resistor. The device passed the displacement, bolus delivery and motor tests. No unexpected no reservoir alarms occurred during testing. A scratched display window also noted.